Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
The lens was returned in liquid, in a lens vial. Visual inspection found the lens optic torn. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a (B)(4) haptic broke off lens while trying to load the lens. The surgeon noticed the tear during loading (before insertion). The reporter stated that the cause of the lens tear was that the product came damaged. A back-up (B)(4) lens was used on the patient.